Event description:
A report was received that the patient will undergo a lead revision as one of the leads was completely out of the ipg. The patient was experiencing intermittent stimulation. The physician believes the lead is either damaged or was not anchored down properly at the ipg site. The ipg will also be replaced during the revision.

Manufacturer narrative:
Additional information was received that the patient's percutaneous leads were explanted and two new leads were implanted. The physician elected to replace the ipg. The patient was reportedly doing well following the procedure. The complaint was confirmed. The associated leads have electrode wire breakages; eight and three open wires respectively. Both lead failed on the continuity test, and x-ray inspection confirmed the breakages. Stimulation can be delivered sporadically as the electrode wires are intermittent. The ipg exhibited normal device characteristics.

Event description:
A report was received that the patient will undergo a lead revision as one of the leads was completely out of the ipg. The patient was experiencing intermittent stimulation. The physician believes the lead is either damaged or was not anchored down properly at the ipg site. The ipg will also be replaced during the revision.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-2352-50 (B)(4) description: linear 3-4 lead 50cm model # sc-1110-02 (B)(4) description: ipg kit (without pull-through tunneler).